Manufacturer narrative:
Eval codes, results: (endoleak), conclusion: (source of endoleak unk).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant were not reported. It was reported that during the procedure, an aneurx bifurcated stent graft, an ipsilateral extension, a contralateral limb, and a contralateral extension were implanted, and the limbs were not crossed. There was a type I or type ii endoleak observed during the case, but the source was unk. The physician elected to implant an aortic cuff proximally at the aortic neck; however, the endoleak was still present at the end of the case. Approx one week post-implant, the physician elected to implant an aneurx ipsilateral stent graft, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.